Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture diagnosed by MRI. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening device in the posterior side assessed as an unidentified (tear) opening. (Shell thickness was within specification) ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Patient reported right side rupture diagnosed by MRI. The device has been explanted.